Manufacturer narrative:
(B)(4). Kyang et al. "Intraoperative thrombosis cardiac arrest in extended right hepatectomy involving the use of local haemostatic agent in intraoperative cell salvage (ics) and administration of recombinant activated factor vii.¿ (2019): https://www.sciencedirect.com/science/article/pii/s2210261219301063. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an extended right hepatectomy for metastatic gastrointestinal stromal tumor in which floseal was used. It was reported bleeding from the liver edges was controlled by using floseal. It was reported the patient was placed on a cardiopulmonary bypass machine (cpb) and autotransfusion with cell saving technology and after weaning from the cpb, the patient became extremely coagulopathic. Fluid and blood products including recombinant activated factor vii were administered and were unsuccessful. The patient experienced extensive systemic thrombosis which resulted in cardiac arrest and subsequent death. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.